Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage at the stent mid-section. Two stent struts were damaged and distorted out of position. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. Shaft polymer extrusion profile: a visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 20 x 2.50mm promus premier¿ stent was selected for use. However when the device was removed from the plastic casing, it was noted that the stent struts were sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 20 x 2.50mm promus premier¿ stent was selected for use. However when the device was removed from the plastic casing, it was noted that the stent struts were sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.